Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No button error alarm, no scrolling number display anomaly and no moisture damage on electronics noted. Insulin pump had minor scratches on display window and cracked display window corners.

Event description:
It was reported that the buttons customer's insulin pump stopped responding, following a battery change. The customer's blood glucose was 344 mg/dl and the customer attributes her high blood glucose to being unable to use her insulin pump. It was stated that the menu on the screen was moving on its own, without any buttons being pressed. The customer stated that she works out with her insulin pump and it is exposed to sweat, although the insulin pump does not show signs of water damaged. It was further stated that the customer received a button error alarm. The customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.